Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-04-0350 - logic cr femoral por, right, sz 5 (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) 02-012-51-5009 - logic tib insert impl crc, sz 5, 9mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-89 - 3 drill bit, mod. Hex 2 pack (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) (B)(6) - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported from a 47 yo male patient, who had initial bilateral knees implanted, the right in (B)(6) 2019, the left in (B)(6) 2019, that of the 2 total knee replacements they had, one has totally failed causing bone erosion and they are having urgent revision surgery which is very high risk and that it is going to ruin their life and cost them financially, never mind their pain and suffering. Compensation was requested. They indicated the bilateral replacement in 2019 was a lengthy and painful process. That they experienced problems with the surgery, including swelling and fluid build up in their knees, causing occasional pain over the past 4 years. Recently their right knee has become increasingly painful, prompting them to seek medical attention. Following a consult with their orthopedic surgeon, the patient was informed that his bone is eroding away in one knee, putting them at risk of a bone fracture.. Revision surgery was recommended to trim back the effected area. Concern over the risks and complications associated with the procedure given their prior experience with the knee replacement they had was indicated. The patient stated their revision surgery has been scheduled for (B)(6) 2025, and that due to the failed parts, that at age 47, they get around like they are 97 years old. The patient additionally stated that the faulty and toxic devices have caused significant pain, suffering, and financial losses due to their inability to work. At 46 years old, he stated, he's been left with severely damaged legs, rendering him a cripple. No further information. This is 1 of 2 reports. This report is for the right side.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reason for the bone erosion and reported pending revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient-related factors. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: component and investigation codes. H10 the following sections were corrected: h6: component and investigation codes. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.